Event description:
Event description guidant received information that the patient with this device was admitted to the emergency with an intrinsic heart rate of 30-40. The patient experienced lethargy. The pacemaker was unable to be interrogated, had no pacing and no magnet response. The device had been implanted over five years and was included in a recent advisory notification.